Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was in and out of the hospital for the past six months due to other health issues. During this time they hadn't been able to charge their ins and it went into overdischarge. The patient had an increase in pain because they hadn't been able to use the ins. A representative met with the patient and they were able to clear the por and reprogram the patient. While reprogramming, an impedance check found that 12 out of 16 contacts were greater than 10,000 ohms. The representative was able to program around the affected contacts. The issue was resolved. No further complications reported.